Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was locked and user was unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was locking up and went to sleep mode in the middle of procedure. A technical support specialist (tss) connected to the device and monitored its behavior, observing that the station was entering sleep mode, requiring staff to log back in and resume their workflow. Tss disabled the inactivity lock timeout by setting it to 0 through powershell using get item property and new item property commands to update the configuration, rebooted the device to apply the changes and confirmed proper operation. The system functioned as intended after the technical support specialist troubleshot the device.